Event description:
According to the reporter: after surgery, the patient coughed, and air leakage was found. Re-operation was done. Tissue was torn 1cm from where the duet was applied on lung parenchyma.

Manufacturer narrative:
(B)(4).